Event description:
It was reported that they are returning their unit for service. Description of failure: from translation- attention. After fault-tracing absolutely info. No further info is available. No reported pt consequence.

Manufacturer narrative:
Evaluation summary: the complaint has been confirmed. During evaluation, the green translational cable was found to be broken. The holster was irreparable. Per the customer, the holster will be scrapped.